Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical service engineer (tse) and stated that the system had error 31243. The isi tse reviewed the logs and confirmed the repeated error 31243. The isi tse had the customer check the blue led for the video processor (vp) and it wasn't lit up. The isi tse had the customer hard power cycle the vision tower and the issue persisted. Then, the customer checked the power cable at both ends and cycle the vp circuit breaker, but the system was still faulting. The isi tse had the customer disconnect the gray fiber cable and reseat it at both ends and check the orange fiber cable between the vp and the endoscope controller (ec), but the problem still remained. The isi tse had the customer hard power cycle the vision tower, but the error remained and there was no blue led on the front of the vp. The procedure was converted to laparoscopic surgery with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system had error 31243, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the video processor (vp) error. A hard power cycle of the vp and vision side cart (vsc) cleared the error, but it reappeared after a normal power cycle of the system. Therefore, the fse replaced the vp. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The vp was analyzed, and the reported failure was replicated. The printed circuit assembly (pca) technician was able to replicate the reported failure by using in-house testing equipment. The vp was installed into the test equipment for functional testing. During the system booting process, the vp was not booting up. Further investigation showed the video processor power distribution (vppd) had no power. This causes the system not to boot up. The vppd board needs to be replaced. The complaint regarding error 31243 was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to a repeated recoverable error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.